Event description:
It was reported that the user experienced intermittent bluetooth communication loss between the dexcom g7 sensor and the ilet, resulting in signal loss, and the event involved the device¿s antenna and electrical/magnetic communication components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included user communications and interviews, as well as analysis of information provided by the user. The sensor was re-paired after guided troubleshooting, and pairing was restored with normal function. Investigation of this case revealed no device problem found despite the reported intermittent communication failure involving antenna-related communication components. It was concluded, based on previously established findings for similar reports, that the cause was no problem detected and cause was user environment or transient wireless interference leading to temporary loss of sensor signal.